Event description:
Healthcare professional (hcp) reported, patient injected with 3ml of skinvive¿ by juvéderm in the hands. Approximately, three weeks later, patient experienced erythema, nodules, tenderness at injection site. Patient was treated with clobetasol 0.05% ointment, medrol pak and cipro. Two months, after onset. Hcp reported, patient still has intra-lesional post-inflammatory nodules. Erythematous papular lesions on bilateral dorsum of the thumbs and areas. Which were previously, treated with kenalog appear slightly hypopigmented. Patient to continue prednisone for two weeks. Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6.: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.